Event description:
The service center was informed that the during the procedure two devices of the same lot did not work properly. The device contact was reported to be intermittent which caused a delay of treatment resulting in excessive bleeding. Additional information has been requested, but is not available at the time of this report.